Event description:
It was reported that the insulin pump alarmed no delivery during. The customer's blood glucose was 138 mg/dl. The customer stated that they were unable to perform troubleshooting at the time of the phone call. They did not want to return the reservoir or the infusion set for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.